Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 6.1 and 6.2 was failed and required maintenance. A field service engineer replaced the main drawer 3 due to bearings falling out and was configured in the storage space configuration. The drawer, controller board, and drawer board were replaced on main drawer six and were also configured in the storage space configuration, as all drawer boards on main drawer six had no indicator lights to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es mr3500 main drawers 6.1 and 6.2 multiple pockets were failed repeatedly, required maintenance. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.